Event description:
Customer reported fault condition displayed during daily check of device, no reported pt involvement. Service representative duplicated reported condition. The device was repaired and proper operation was confirmed.